Event description:
During a phacoemulsification procedure, the pt's chamber would collapse. The nurse would raise the bottle and the chamber would stay for a while and then start collapsing again. The procedure was able to be completed with this unit.